Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted, concurrently with revision of previous mesh; due to recurrence of prolapse, extrusion, and pelvic organ prolapse. It was reported that following insertion the patient experienced urinary problems, recurrence, pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It is reported that the patient underwent mesh revision on (B)(6) 2011 for recurrence of stress urinary incontinence due to failed sling.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.